Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a broken catheter is confirmed and was determined to be use-related. One 5fr dual-lumen powerpicc solo catheter was returned for evaluation. An initial visual observation revealed the red solo valve was observed to be separated from its extension tubing. The tubing appeared to be stretched and was observed to be longer compared to the extension tubing of the blue solo valve. Use residue was observed on the sample. A microscopic observation revealed part of the extension tube was still inside the red solo valve, indicating the extension tubing experienced a break. The fracture surface of the break was observed to be mostly smooth with some minor irregularities, and some stretch marks as well as necking of the tubing just distal to the break site were observed. These findings suggest the extension tubing experienced a tensile break due to over stretching. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, upon repositioning patient the purple catheter PICC line pulled apart from the red lumen port, it was clamped immediately and covered with a sterile 2x2 and attending dr notified and charge nurse aware. PICC line removed as ordered. No apparent harm - reached the patient/person - inconvenient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.